Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5205628, medical device expiration date: 07/31/2016, device manufacture date: 07/24/2015. Medical device lot #: 5169903, medical device expiration date: 06/30/2016, device manufacture date: 06/18/2015. Medical device lot #: 5111799, medical device expiration date: 04/30/2016, device manufacture date: 04/21/2015. (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had issues with hemolysis. No serious injury or medical intervention reported.